Event description:
It was reported the broncho videoscope was analyzed and found bacteria in the biopsy channel. The issue was found during reprocessing of the scope. The customer reported a patient potentially became unwell from the scope in question. Additional clarification was requested regarding the patient status; however no further information has been provided at this time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.